Manufacturer narrative:
H3: visually, the one side of the packaging carton was folded/damaged. The pouch was open from 3 of 4 sides when returned. There was no damage noted in the construction of the returned device. When returned, the inflation assembly was wrapped around the tube, and the wire harness had a paper tape intact. Functionally, a syringe was used to inject 20cc of air into the cuff, and there was no cuff leakage observed. The cuff was inflated and deflated multiple times without signs of leakage. For further analysis, the inflated cuff was submerged in the water for leak observation and found no leakage. Same as the cuff, the inflation assembly was also submerged in the water for leak observation and found no leakage. There were no air or water leak issues detected during the analysis of the returned device. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-inflated of the tube before the surgery, it was found that the cuff could not be inflated. The 5ml of air was used to inflated the cuff, it was suspected to be leaking and could not be used. The problem was solved after replacing it with a new tube.  There was no patient involved in this event.